Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained from meter-to-meter comparison of 207 mg/dl fasting using the true metrix air meter and 110 mg/dl fasting using another device. The customer¿s expected blood glucose test result ranges are 90-110 mg/dl am fasting and 115-120 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/18/2026 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 207 mg/dl date: (B)(6)2024. Time: 1:01pm fasting am (wakes up late in the afternoon) result 2: 73 mg/dl date: (B)(6)2024. Time: 11:31pm fasting pm (not concerned because she felt like her blood sugar was low). Result 3: 103 mg/dl date: (B)(6)/2024. Time: 12:36pm fasting. Result 4: 99 mg/dl date: (B)(6)2024. Time: 11:44pm fasting. Result 5: 117 mg/dl date: (B)(6)2024. Time: 12:30pm fasting am (goes to sleep at 6am in the morning).